Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that a needle stick occurred after use with a unspecified bd catheter. The following information was provided by the initial reporter, "he placed the IV into the patient. His normal practice is to scoop his safetied IV device into his vacutainer device after he has collected his labs. He placed all of his used product from the placement into one area on the patients bed. When he went to scoop up all of his garbage to dispose of it, he scooped all of his garbage (including the two sharps inside one another) up with both hands and when his hands squeezed together, the needle of the vacutainer pushed into the back of the insyte, pushing the needle out and into his hand." Employee exposure blood collected from clinician and source patient for communicable disease testing.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred after use with a unspecified bd catheter. The following information was provided by the initial reporter. "He placed the IV into the patient. His normal practice is to scoop his "safetied" IV device into his vacutainer device after he has collected his labs. He placed all of his used product from the placement into one area on the patients bed. When he went to scoop up all of his garbage to dispose of it, he scooped all of his garbage (including the two sharps inside one another) up with both hands and when his hands squeezed together, the needle of the vacutainer pushed into the back of the insyte, pushing the needle out and into his hand." Employee exposure blood collected from clinician and source patient for communicable disease testing.